Event description:
Hcp reported patient experienced shocking increased near magnets. The patient suffered severe arm pain and headaches. Open circuits were noted. The device was explanted and returned to the manufacturer for analysis.